Event description:
Information was received from multiple sources regarding a patient implanted with a neurostimulator (ins). Impedance/lead issue. All 16 electrodes were red, high impedances. Rep met with patient to reprogram around the high impedances but the issue worsened later. The cause was unknown. Device revision was performed. Devices were removed and replaced. The issue was resolved. Devices were discarded. Rep reported that there was no issue, doctor elected to replace prophylactically. Customer discarded the device. No new information.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lserial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 31-jan-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 31-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.